Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the circuit board was contaminated by penetrated liquid which affects the conductive rubber contacts. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer¿s meter was requested for return. Upon putting in fresh retention batteries, the display was checked and observed to be functional. The display then switched over to the flashing test strip symbol, a lot of the segments were faded and flashing in and out. The investigation is ongoing.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The customer complained of missing segments from the results area of the display. When the test strip was inserted into the meter, the code number in the results field was faint and the first digit of the code number was missing. For example, the "code number is 458" but the customer only sees "58." The customer performed a display check and the full display appeared with all segments in the result area being visible. The meter was powered off then on again and the strip icon did not appear and only the "58 of the code number" was visible after the test strip was inserted. The customer noted that no physical abuse or damage to the meter occurred.